Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was abandoned.

Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013; 39565-65, pain stim, lead, implanted: (B)(6) 2013; 97702, pain stim ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high and undefined pacing impedance. All measurements during a clinic visit were in-range. The lead remains in use. No patient complications have been reported as a result of this event.